Event description:
The reporter stated that there was an over-delivery. The nurse realized that an infusion of intralipids had infused in 2 hours as opposed to 24 hours which was ordered. The pt was fussy; the dr was notified and came to assess the pt. The pt was intubated and placed on acvg. The pump was taken off the pt and held for biomed to check. The reporter stated that the pt's change in condition could have been due to the fluid overload or sepsis since he had positive blood cultures also.